Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "pt. Presented with limited mobility/rom and discomfort of their right-knee. Dr. Performed a lysis of adhesions/scar-tissue, extensive I&d, and ts+ x3 liner swap. No complaints filed against the components themselves, no further info available." Spoke to rep. A 7x11 ts+ insert was revised to a 7x9 ts+ insert. Rep confirmed that no further information will be released by the hospital or surgeon.